Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The nanocross was advanced over a wire after atherectomy treatment of an extremely calcified left sfa lesion. The nanocross was advanced over the lesion and inflated to 17 atm (rated burst pressure is 14tm). It almost immediately ruptured. After rupturing it was very difficult to remove. Additionally, it was noted that the balloon was not deflated after burst. It was discussed that there was still a very eccentric ledge on the side of the vessel which appeared to rupture the balloon. The physician began to pull the balloon out, but was found resistance. The physician decided to cut the hub of the balloon off. Once the hub was removed the catheter appeared to stretch as it was being removed. The catheter was removed but the balloon portion separated from the catheter, which was difficult to visualize because it was now next to a filter basket. The wire could not be captured but rather was pulled back up and over the bifurcation cradling the balloon portion of the pta catheter. Once the filter, wire, and balloon portion were next to the access sheath, a snare was used to remove the separated balloon portion from the body. An angiogram revealed unremarkable flow bilaterally with no visual or patient communicated complications.